Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs revealed occurrences of battery inoperable and total power failure alarms due to the battery charging failure. Performance testing found the internal battery was operating to specifications. Based on all available evidence and previous investigations for similar complaints, the investigation determined that the reported charging failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.